Event description:
Procedure: lap gastric bypass. According to the reporter: upon inserting stapler through sleeve trying to line up with the bowel, the jaws did not open all the way. Finally the user was able to get the stapler to open, positioned bowel and stapler and stapled. Staples were not closed or formed. They opened a new stapler and had to re-do the staple line and resect some of the stomach. It was not known if or time was extended or abnormal bleeding occurred.

Manufacturer narrative:
.